Event description:
It was reported that at follow-up, increased impedance and high capture thresholds were found. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.